Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative cleaned the mixer and pro cell and clean cell cups. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 158 ng/ml. The sample was tested on another module, and the repeated result was 26.4 ng/ml. The repeated result was believed to be correct. The sample was repeated because the customer noticed a data flag on another sample and decided to repeat the samples that had been tested.

Manufacturer narrative:
The calibration was acceptable. The alarm trace showed "sample probe: abnormal aspiration" and "sample probe: sample short" errors. The investigation did not identify a specific cause of the event because the customer declined additional service. The investigation did not identify a product problem.